Event description:
It was reported by the customer that their insulin pump had been damaged. Customer stated the device back right panel is falling off and the up/down buttons are unresponsive. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 141 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube and tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).